Event description:
This lead was explanted one day after implant due to dislodgement. Helix was bent. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bent fixation helix was found. Bending the fixation helix requires the presence of severe mechanical stress. Additionally, a damaged steroid collar was found, which most likely resulted from the surgery. However, the analysis of the lead did not reveal further deviations that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.